Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was implanted on (B)(6) 2024. The physician was about to close the implantation site, while he found that there was csf leaking at the slit of the catheter. Then the physician retrieved the device and stop monitoring. The event led to 20 minutes surgical delay. The estimated amount of csf leakage was minimal. The monitor and cable used were icp express monitor (ID 826635) and icp express cable (ID 826636).